Event description:
Pain svc staff reports two related issues that affect pt safety with the infusion pump. The first issue is that the four-hr volume limit can be exceeded by routine pca bolus dosing. If a pt is to receive an 8 ml/hr infusion and is programmed to receive 12 ml boluses, with a 20 min lock-out interval using the pca function, it is possible to that person to exceed a 40 ml four-hour volume limit. This is caused by the pump examining its four-hour limit, only at the beginning and end of an bolus dose, and not during its infusion. This can potentially compromise the safety of the pt, by allowing an overdose of drug. In addition, it is possible to program large bolus doses of drug. Rptr suggests two software corrections to eliminate these problems.